Event description:
It was reported that a spectrum pump alarmed 'system error 105'. Any pt involvement, injury or med intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of 'system error 105' through the observation of the alarm at device power-up, but could not reproduce it during eval. Eval determined the cause to be a severed motor mount screw head jammed into the gears. The motor assembly was replaced to correct this condition.